Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.0.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that they were wearing the pod when she went to the hospital on (B)(6) due to high blood glucose (bg) levels that reached over 250 mg/dl. She was at work in the hospital, tried dosing with the pod and injections, but her bg did not come down. She went to the emergency department (ed) at her workplace. She was admitted but left the same night. Symptoms included high bg levels, which were unreadable, but the pod appeared normal. She was diagnosed with hyperglycemia and treated with a liter bolus of fluids, an insulin drip, and labs. The pod cannula was inserted correctly, with no redness, swelling, or insulin leakage at the site. The patient reported no recent alarms on the omnipod 5 app. She requested a replacement pod and declined further medical assistance as she is a nurse.